Event description:
Customer reported that they smelled and saw smoke coming from the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for the smoke coming from instrument is unk.